Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a worn swing fork, corrosion/rusting/pitting, mode switch stuck, loose knob, mode switch resistance too low, moving parts did not move smoothly-trigger, contact damage and component damage. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device, check oscillation frequency with frequency meter and mode switch-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation the actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and it was determined that the device failed visual inspection, moving parts of the trigger did not moving smoothly, device had contact damage and the mode switch resistance was too low. It was further determined that the swing fork was worn and the device was corroded. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device, mode switch-test and could not be performed. Therefore, the reported condition was confirmed. It was determined that the cause for the loose turn knob of the handpiece was a confirmed design error and has been captured in a CAPA. Also, the cause for other found defects were due to component failure from wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.